Event description:
The initial reporter stated that their administration set had leaked from the set. Mmd did follow up with the initial reporter and they stated that the patient had not experienced any adverse effects due to the complaint. No further information was provided. Complaint- (B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.